Event description:
The facility reported an infusion set that overinfused during patient infusion of heparin. Reportedly, the patient was being infused with 250ml of heparin at a rate 7.5ml/hour. Approximately 1 hour after infusion began, the nurse returned and noted that the 250 ml of heparin had infused into the patient. Protamine 50 mg IV was given to counteract the effect of the heparin. On 04/02/07 additional information provided via facility voluntary medwatch. 1053403402-2007-0001. "Baxter IV pump programmed to run heparin at 7.5ml/hour. Patient received 250 cc over a 2 hour period. Patient given protamine 50 mg ivpb x1 after infusion event. Biomed evaluated pump after event and was able to replicate free flow malfunction using the same tubing. Unfractionated heparin assay=0.98 u/ml after infusion event. Patient admitted for new onset atrial fibrillation with a history of cva, hypertension and hypothyroidism. Prior to event, patient receiving atenolol 25 mg bid; levothyroxine 112 mcg ad; warfarin 5 mg qd; and lisonopril 5 mg qd." In 2007, the set used during this incident was identified as a baxter product by baxter engineers as 2c6537 (lot number is unknown).

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 16, 2007. The set is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.